Event description:
It was reported the patient who had undergone polarus 3 surgery fell and re-fractured (event date unknown). The polarus 3 implant procedure was performed in may 2021. The nail itself was also broken near the distal screw of the nail. The surgeon explanted the polarus3 nail. This report is related to report numbers 3025141-2022-00211, 3025141-2022-00212, 3025141-2022-00213, and 3025141-2022-00214 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.